Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
Edwards received additional information through follow up with the healthcare provider. It was reported a patient initially implanted with a 23mm aortic valve model for 19 years 3 months had the device explanted due to calcification, degeneration, severe stenosis, severe pannus ingrowth, and mild aortic regurgitation. During the explant procedure the valve was described to be thickened with reduced leaflet motion. A replacement edwards 23mm valve was implanted successfully. The patient was discharged home in stable condition on post-operative day 11.

Manufacturer narrative:
Additional manufacturer narrative: edwards received additional information through follow up with the healthcare provider.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore no DHR is required. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported a patient initially implanted with a 23mm aortic valve for 19 years 3 months had the device explanted due to calcification, severe stenosis and mild aortic regurgitation. During the explant procedure the valve was describe to be thickened and degenerative. A replacement 23mm edwards valve was implanted. The patient was discharged home on post operative day 11.